Manufacturer narrative:
The suspect computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that an file path could not be found when attempting to clear patient data. It was found that the bios settings were changed resulting in the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. To resolve the issue, the viewing station of the imaging system computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while starting up the viewing station of the imaging system, the system displayed an error message stating "an error may have damaged the system's integrity" and would not complete the start up process. Restarting the imaging system did not resolve the reported issue.